Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and baclofen and unknown concentrations and doses via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient did not think the pump was working because she was in really bad pain like she is going to die. The pain is in her neck, back, hip, shooting down her legs, in her private parts and she was having spasms. The caller stated that the pain is not usually this severe and that about 2 weeks she had injections that initially helped ease her pain. It was noted that the patient was stuck in the bathroom a couple of weeks ago and that she had to do a lot of struggling. No further complications have been reported as a result of this event.